Event description:
The customer, a biomedical engineer, contacted physio-control to report that while testing their device with a simulator he observed that the defibrillation energy administered during synchronized cardioversion would intermittently be delayed by more than 60 milliseconds. The biomed verified this issue multiple times using two different simulators. Physio-control concluded that a sync delay exceeding 60 milliseconds may deliver the energy on the t-wave which could cause a patient to go into ventricular fibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with technical assistance and recommended that the unit be repaired. The biomed declined to have a physio-control service representative evaluate the device and advised that the unit has been removed from service for the time being. He further indicated that they are unsure if they will eventually repair it or permanently remove it from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.